Event description:
Patient experienced high blood glucose level at the time of the event on (b)(6) 2026, and patient took insulin pen to resolve the issue.

Manufacturer narrative:
E1: Patient city: (b)(6).Patient Country: Italy.Name: Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325-1219.Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 8021545.